Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal end. A piece measuring proximately 0.21¿ x 0.14¿ near the proximal clevis was not returned with the instrument. Material was missing. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.03¿ - 0.44¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had slipped out of the shaft and tilted. The procedure was completed as planned. Isi followed up with the initial reporter and obtained the following additional information: nothing broke off from the instrument, the front part slipped out of the shaft during the operation and tilted so much that it could not be brought back into the correct position. The instrument had to be removed from the patient with the trocar and even then the customer had trouble pulling the instrument out of the trocar. The patient was not injured. The operation could be completed with a reserve device.